Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. It should be noted that the reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. All available information was investigated a definitive cause for reported single leaflet device attachment (slda) in this incident could not be determined. Mr was a symptom of slda and is a known possible complication associated with mitraclip procedures as per the IFU. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The mitraclip remains in patient and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to a single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 3+. One mitraclip was implanted, reducing the mr to trace. There was no device malfunction. On (B)(6) 2020, a follow-up echocardiogram was performed. The implanted clip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). The mr had increased to mild-moderate. Reportedly, the patient reported feeling better without adverse patient sequela. No treatment was provided. No additional information was provided regarding this issue.